Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device was returned partially within non-stryker phenom 17 microcatheter. The coil delivery wire was seen to be kinked/bent. The main coil was seen to be stretched. The main coil suture was seen to be damaged. The main coil was seen to be tangled. The main coil was seen to be broken fractured. The coil delivery wire was seen to be broken fractured. During functional inspection, the device was soaked in warm water, and the main coil was retrieved from phenom 17 with difficulty due to entanglement. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during repositioning of the first coil, the coil got tangled and could not be pulled back into the phenom 17 microcatheter. The coil was then removed together with the microcatheter. No issues were reported during introduction of the coil. The subject coil was returned together with the phenom 17 microcatheter, and extensive damage was noted to the coil. The coil was stretched and broken which can be indicative of excessive force during advancement/retraction. An assignable cause of procedural factors will be assigned to the as reported/ as analyzed 'main coil tangled' and to the as analyzed main coil stretched, main coil suture damage, main coil broken/fractured during use, coil jammed, and coil delivery wire broken/fractured during use. The issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the as analyzed 'coil delivery wire kinked/bent' as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The subject coil was returned for analysis and the device investigation revealed that main coil and coil delivery wire of subject device was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.